Event description:
It was reported that the patient had sepsis resulting from bacteremia due to staphylococcus aureus on (B)(6) 2021. The source of bacteremia was unclear but not believed to be due to driveline infection.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the reported events (gastrointestinal bleeding, bacteremia, sepsis) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The center reported that the patient was admitted on (B)(6) 2021 with shortness of breath, weakness, and low hematocrit. Inr (international normalized ratio) on admission was 2.55. Gi (gastrointestinal) bleed was confirmed via egd (esophagogastroduodenoscopy) where amvs (arteriovenous malformations) were cauterized. The patient received a total of 5 units of blood (4 on (B)(6) 2021, and 1 on (B)(6)2021); avms were cauterized with plans to slowly increase coumadin dosing before discharge. It was later reported that the patient was also found to have sepsis during the (B)(6) 2021 admission, resulting from bacteremia due to staphylococcus aureus. The source of bacteremia was unclear but not believed to be due to driveline infection. The patient ultimately expired on (B)(6) 2021 due to a subdural hematoma (investigated under manufacturer report number 2916596-2022-00477). Hmii lvas, serial number (B)(6) was not explanted for evaluation. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection), bleeding, and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient was admitted with sepsis resulting from bacteremia due to staphylococcus aureus on (B)(6) 2021. The source of bacteremia was unclear but not believed to be due to driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient was admitted on (B)(6) 2021 with shortness of breath, weakness, and low hematocrit. Their inr on admission was 2.55. They had a gastrointestinal bleed confirmed via esophagogastroduodenoscopy (egd) where arteriovenous malformations (amvs) were cauterized. The patient received a total of 5 units of blood (4 on (B)(6) 2021 and 1 on (B)(6) 2021); avms cauterized with plans to slowly increase coumadin dosing before discharge. The treatment plan was to maintain inr goal of 2.0-2.5.